Event description:
Patient required revision due to extreme pain and necrotic soft tissue due to "metal sensitivity". Significant amounts of necrotic tissue from the abductors etc had to be excised.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the unites states under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.